Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, the proglide device would not backload over the guide wire. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequelae. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The difficulty inserting the guide wire was confirmed as damage to the hemostasis seal was noted. The sheath was dissected to inspect the seal valve. The distal end of the seal valve was pinched inward in the sheath. Abbott vascular av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and identified other events reported for difficulty to insert the guide wire from this lot. Av determined that this issue appears to be related to an inspection step in the manufacturing process. Abbott will continue to trend the performance of these devices.